Event description:
This male pt with a history of previous mi, diabetes, smoking, chronic renal failure on hemodialysis, and previous pci (non-target lesion) was admitted for elective coronary intervention. The pt was currently taking aspirin and ticlid. Angiography revealed a 16.6mm, de-novo, concentric, type b2 lesion in the mid-lad. The lesion was described as ostial. The vessel was 3.14mm in diameter with timi iii flow. In 2005, pre dilatation was conducted with a balloon (2.5/10mm) to 6 atm. A cypher stent (3.0/18mm) was deployed to 20 atm for 31 approx 60 secs. Post-dilatation was conducted with a balloon (2.5/10mm) to 18 atm. Ivus was conducted. The residual % stenosis was 5.2%. Timi flow was iii after the procedure. The info regarding act was unk. The pt was discharged with orders for aspirin, ticlid, warfarin, and isosorbide. Twenty-nine months post index procedure, the pt was diagnosed with a colon polyp. Aspirin and ticlid administration were discontinued for a polypectomy. Twenty days later, the pt went into cardiopulmonary arrest. Cardiopulmonary resuscitation was successfully conducted; however, one week later, the pt succumbed to multiple organ failure and passed away. Physician's comment: after the cardiopulmonary resuscitation, mi did not occur judging from cardiac enzymes and ECG. But it could not be denied that there was no thrombus in the stent. J&j judged this event as a possible very late thrombosis under the arc definition. Anti-platelet therapy conducted is the following: aspirin 100 mg/day: stated date was unk approx 2007. Ticlopidine hydrochloride 200mg/day: 2004, approx 2007. Warfarin potassium 2.5 mg/day: five months in 2005. Cilostazol 200 mg/day: two months in 2007. Heparin 8,000u: one day in 2005. Isosorbide dinitrate 2.0mg: one day in 2005. Aspirin and ticlopidine hydrochloride was stopped to administer for three weeks in 2006, due to colon polypectomy.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predicators associated with a higher rate of thrombotic events (acute, sub-acute, and late) following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; pt-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. Significant stent thrombosis predictors beyond one year (very late) consist of more biologic factors, including failed brachytherapy, chronic total occlusions, prior myocardial infarction and pt age. Death is a known potential complication associated with coronary stenting and is multi-factorial in etiology. Pt, vessel, lesion, procedural, and pharmacological factors, both individually or in combination, may impact post-procedural mortality. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple pt, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported thrombotic event. Specifically, the discontinuation of anti-platelet therapy in close time proximity to the event would suggest that this was a major contributing factor. Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product.